Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a pyxis medstation es system had scanning issue. The customer mentioned that the station failed to scan barcode particular med (rss online) and thermal printer is not printing properly. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Section h6 - updated codes for investigation findings and conclusions to reflect the resolution of the complaint investigation. Section h11: updated. Upon investigation of the actual device used in this incident, it was determined that the station failed to scan barcode particular medications. The field service engineer resolved the issue after re-image process to the device. The system functioned as intended after the field service engineer troubleshooted the device.